Event description:
Report received of an underdelivery of chemotherapy. The pump settings and the medication were unspecified. The customer reported, "pump is not delivering what it's showing." Patient missed about one half day's worth of chemotherapy." Multiple attempts have been made to obtain additional information, but no further information was available.